Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned by customer.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was further reported that a 5 minute delay occurred as a result of the event. It was also reported that there was no medical intervention and the procedure was completed successfully. No adverse consequences were reported as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was further reported that a 5 minute delay occurred as a result of the event. It was also reported that there was no medical intervention and the procedure was completed successfully. No adverse consequences were reported as a result of this event.

Manufacturer narrative:
The reported event initially reported the catalog number of the stryker blade involved to be unknown. The customer has now provided the catalog number of the stryker blade involved.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was further reported that a 5 minute delay occurred as a result of the event. It was also reported that there was no medical intervention and the procedure was completed successfully. No adverse consequences were reported as a result of this event.